Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left inguinal hernia repair with umbilical repair, while doing skin closure, the needle broke and got stuck in tissue. It was reported that the patient undergone x-ray to identify the exact location of the 3mm portion of the needle tip. It was then identified in the abdominal wall and was retrieved from rectus abdominis muscle then passed off the field.